Event description:
The report is from the study. The patient was a male, with a history of hypertension. The target lesion was the ostium of the right internal carotid. Pre-procedure stenosis was 92%. Lesion length was 22mm and diameter was 4.5mm. The lesion was concentric with severe calcification and moderate tortuousity. A precise rx 8 x 40 was deployed at the target lesion. An angioguard rx size 5 basket, was successfully deployed and retrieved during the procedure. During the procedure, the patient had a gradual onset tia with reflex changes. The patient recovered fully in less that 24 hours. The patient was discharged the following day (2009).

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 1016427-2009-00134. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.